Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The product was not returned for analysis; it remains implanted. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax. A completed questionnaire was received on (B)(6) 2015. Initial reporter. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is having glare issues and blurry vision when reading. He also complains of rings on lights at night. In a follow up, the surgeon reported that the patient had posterior capsule opacification and a yag laser was performed three months after the lens was implanted. The surgeon reported that the event continues and the cause of the event is unknown. There are two medical device reports associated with this event. This report is for the left eye.